Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with moderate tortuosity. During deployment of the 3.00 x 28 mm xience xpedition stent a dissection occurred. An additional 3.00 x 12 mm xience xpedition stent was successfully deployed to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.